Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8057575. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our evaluation of the device submitted was not able to identify the reported failure mode due to the fact that the safety device arrived fully activated; visual observation of the device was not able to identify any non-conformances that could have contributed to the reported event. Unfortunately without the ability to observe the reported issue, the root cause for this complaint could not be determined at the conclusion of our review. According to the customer description the needle was exposed after the safety shield mechanism was removed. However, the only way to reproduce these failures modes is omitting the IFU usage recommendation. The reported defects could are related with an incorrect use of the device since, there are 2 form to cause exposed needle: stylet puller and inner outer are activated together from the bottom part instead of pulling from the grips marked on the stylet puller. The prn adapter is unscrewed from the luer adapter and then the stylet is pulled from the prn instead of the stylet puller. Safety device was analyzed and, no damages, deformations or incorrect parts that could cause exposed needle were found. DHR no showed any problem during assembly that could be related with the reported failures mode. Based on investigation results to date, root cause cannot be determined to manufacturing process. Probably, an incorrect use caused the reported defects.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle was exposed after safety mechanism failure and caused a needle stick injury to the nurse. The following information was provided by the initial reporter: event date: (B)(6) 2019 the needle was exposed after the safety shield mechanism was removed, which stuck the nurse's hand. The patient didn't have infectious diseases, but the issue troubled the nurse quite a lot. The sales rep. Tested the defective catheter with the nursehead, the needle came out from the safety mechanism quite easily.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle was exposed after safety mechanism failure and caused a needle stick injury to the nurse. The following information was provided by the initial reporter: event date: (B)(6) 2019 the needle was exposed after the safety shield mechanism was removed, which stuck the nurse's hand. The patient didn't have infectious diseases, but the issue troubled the nurse quite a lot. The sales rep. Tested the defective catheter with the nursehead, the needle came out from the safety mechanism quite easily.